Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal fentanyl at an unknown concentration/dose via an implanted pump for spinal pain indications. The patient reported that the healthcare provider (hcp) had miscalculated the date and her pump had ran out a couple of days ago so they refilled it today. When she came home it was beeping again. Agent reviewed that pump might need to be updated again to silence the current alarm. Reviewed with patient that pump should be delivering medication based on what was programmed but alarm was likely due to a software change with clinician programmers. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. No symptoms reported. Additional information was received from the healthcare provider (hcp) reporting that the patient came in with a low volume. The hcp stated that they were able to pull out 2ml from the pump today and when they refilled the pump back up to 40ml, the patient's pump had been alarming all day after the refill/update. Patient came back into the office today after the refill due to the alarm not being silenced. Technical services reviewed with the hcp how to silence the pump alarm. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.